Event description:
It was reported that the patient experienced a shocking sensation while sitting in a massage chair. The patient was in the chair for about 5 minutes before experiencing the single shock. Following the shock on (B)(6) 2011 the patient experienced pain at the pocket site, and felt that the pain had gotten a bit worse every day. It was reported that the patient status was good. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated that the patient also experienced a lack of effect of her implanted neurostimulator after sitting in the massage chair. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information from the patient's healthcare provider showed the hcp was aware of the event, but had no information regarding a cause. The patient outcome was reported as "no injury" by the hcp.

Manufacturer narrative:
Lead: model 435135, (B)(4). Implanted: 2011-(B)(6) explanted: unk. Lead: model 435135, (B)(4), implanted: 2011-(B)(6) explanted: unk.